Event description:
It was reported that this lead was capped due to oversensing with inappropriate shocks. A new system was implanted.

Manufacturer narrative:
The lead under complaint was not returned for analysis. Therefore, this report exclusively refers to the inspection of the quality documents associated with the manufacture of the lead and the ICD, as well as the analysis of the ICD itself. Prior to the analysis of the ICD, the quality documents accompanying the manufacturing process for the ICD and the lead were reviewed. All production steps were performed accordingly. Particularly the final acceptance tests proved the devices functions to be as specified. Upon receipt, the ICD was interrogated, revealing the mos2 battery status. The device was implanted for 82 months and 77 charging cycles were recorded in the devices memory. The memory content of the device was inspected. During analysis of the available iegms, noise was observed in the right ventricular channel. This led to multiple charging cycles that partially resulted in shock delivery, as mentioned in the complaint. Therefore a sensing test was performed. The device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be normal and as expected. In a next step, the ability of the device to deliver therapies was verified. The anti bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the memory content and the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in the right ventricular channel, leading to shock deliveries as reported in the complaint description. However, a thorough analysis of the ICD proved the device to be fully functional. The ICD functioned as specified while implanted and in service. There was no indication of an ICD malfunction. For a complete root cause investigation an analysis of the lead would be necessary. Should the lead become available for analysis, this investigation will be updated.